Event description:
Boston scientific received information that during the procedure to explant this device for normal end of life (eol), the physician noted that the header was loose. It was noted that there were no allegations against the device prior to the procedure. No adverse patient effects were reported.

Event description:
This device was later returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the report that the header was loose from the device case. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of a loose header was confirmed but all header wires were intact and the operation of the pacemaker was not compromised.